Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that during set-up for the case, the camera cart monitor cycled to the pc over ip (pcoip) screen and came back after 10-20 seconds. It was reported that while building a tumor model in the register screen, the pcoip cycled on the camera cart. It was happened again later in the case. The system had been on for about ten minutes when the first one happened. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue. A manufacturer representative tried to replicate later in the day and it occurred about ten minutes in again.

Manufacturer narrative:
The pc over ip (pcoip) was returned to the manufacturer for analysis. Analysis found that the client was tested and logs indicated two software reboots. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.